Event description:
It was reported that the pacemaker battery indicated six years remaining. However one year earlier the battery status showed 12 years remaining. It also showed that the pacemaker's battery was using 162 percent of it's power consumption. The device's memory was sent into engineering to be reviewed. Upon review engineering noted the power consumption appeared to be increasing in a gradual fashion thus appearing to deplete the battery fast then expected. Boston scientific technical services (ts) recommended replacement of the device. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the pacemaker battery indicated six years remaining. However one year earlier the battery status showed 12 years remaining. It also showed that the pacemaker's battery was using 162 percent of it's power consumption. The device's memory was sent into engineering to be reviewed. Upon review engineering noted the power consumption appeared to be increasing in a gradual fashion thus appearing to deplete the battery fast then expected. Boston scientific technical services (ts) recommended replacement of the device. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
Additional information was received that the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.